Manufacturer narrative:
It was reported that the " she is pushing the buttons on the pendant but unable to make her bed move at the head or feet ".customer stated that the hi-lo motor will not function. Customer stated that when trying to activate the hi-lo function, the bed makes a clicking noise with no function. Customer said that all other functions on the bed work properly there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the " she is pushing the buttons on the pendant but unable to make her bed move at the head or feet ".